Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvulop lasty was performed due to calcification. Following initial deployment, the valve was recaptured as the valve was placed too shallow and it dislodged in the aortic direction. Upon recapture, an infold was observed in the valve frame at a depth of approximately 3 mm to 5 mm. A second deployment attempt was made, but the valve was positioned too deep. Subsequently, the valve was recaptured and withdrawn from the patient. A new valve was loaded into a new delivery catheter system and successfully implanted in the patient. There was a 5-minute procedural delay. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that indicated a pre-implant balloon dilation was not performed. Upon recapture following the second deployment attempt, the infold was observed. It was noted that the patient had calcified anatomy which made it difficult to properly seat the valve. The deployment starting point was at the bottom of the pigtail catheter. After valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 4 mm and the implant depth on the left coronary cusp (lcc) was 6 mm. A non-medtronic guidewire was used during the procedure.